Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high na, and cl results generated by the synchron cx9 alx clinical systems. The erroneous results were reported out of the laboratory. The samples were repeated on the same unit and an alternate unit. Amended report was initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples drawn in lithium heparin plasma separator tubes. The customer calibrated the ise system and qc results pre and post the event were within the labs established ranges. A bci field service engineer (fse) ran precision studies and qc sample and all results were acceptable. A clear root cause can not be determined for this event.